Event description:
It was reported that about a week and a half prior to the report the patient was shocked like by the metal detector at the airport and they were thrown on their butt. They felt like they got hit by a bolt of lightning. The patient noted that their battery had been dead for over a year prior to the report and they wanted it replaced. The patient wanted an ID card for the airport. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: 2001-(B)(6), product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: 2001-(B)(6), product type: extension. Product ID: 7435, serial# (B)(4), implanted: 2001-(B)(6), product type: programmer, patient. Product ID: 3986ilc, lot# n22639, implanted: 1999-(B)(6), product type: lead. (B)(4).